Event description:
The depth guage on the dermatome was allegedly inaccurate, they normally set it at .15 and at this depth a #15 knife blade barely fits in the opening. It was taking a much deeper graft and gouged into the pt. Set down to .1 and the 15 blade was still too loose. The pressure from the power hose being intermittent and hissing.